Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the starclose se could not connect to the sheath. The device was not used. The sheath remained in the anatomy and another starclose se was successfully connected to the sheath. While splitting the sheath on the second device, the sheath did not cut smoothly and the sheath splitter was noted to be twisted. The safety release button was used and the device was removed from the anatomy. Hemostasis was achieved using manual compression. There was no adverse pt sequela. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received. The starclose se (part# 14679-02/lot# 85044-6h) is being filed under a separate medwatch report.